Event description:
Per the surgeon, the device was explanted on (B)(6), 2010 due to extrusion of the electrode array.reimplantation is planned, but has not taken place at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).